Manufacturer narrative:
This medwatch is submitted to send a final report and correction of previous report informations ,due to the additional information received on (B)(6) 2019. After a phone call made by a company representative on (B)(6) 2019 to the patient , it has been found that the patient had her first surgery in UK and the product implanted was not a mobi-c p&f us. And therefore it's not reportable in the us . A report will be sent to mhra to inform them of this event.

Event description:
Cervical arthroplasty : patient numbness. A representative of the company was able to contact the patient by phone on february 21st, 2019. Clarifications were obtained on the fact that the patient had her surgery on (B)(6) 2015 in england: at (B)(6). And thus the implanted prosthesis is not a mobi-c p & f us.

Manufacturer narrative:
This medwatch is submitted to send the initial report. Product didn't return yet as the device is still implanted according to the information collected. No information about part number and lot number. Device history record and traceability cannot be reviewed yet. Investigation on going. Conclusion not yet available. Device still implanted.

Event description:
Mobi-c p&f us : patient numbness. Patient reports that she has had cdr at c5/6 and c6/7. Her neck makes sound, when she tilts her head. She also wakes up through the night with numb hands, if she has fallen asleep on her side and her head has become tilted. Requests have been made to collect more information about the case. Investigation on going.